Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display was scratched. It was not determined if the screen could be read safely. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 12/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/10/2016 with the following findings: during investigation, there were scratches observed on the display lens. Unrelated to the complaint, investigation revealed that the pump alarmed with a call service (cs 069) at power up. The call service 69 failure was written to the black box as a call service 87 failure. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Also unrelated to the complaint, investigation revealed a crack in the battery compartment and the audio bolus button cover was torn.